Event description:
It was reported that the pt could not feel air while connected to the ventilator. The pt was taken off of the ventilator and placed on a back-up ventilator. No pt harm reported.

Manufacturer narrative:
Testing by the manufacturer is ongoing. A follow-up report will be forwarded upon completion of the investigation.